Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the bands overlapped and would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a photo and a video of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped within the ligator cap.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: (additional information). Blocks b5, e1 (initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code) have been updated based on the additional information received on october 8, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the bands overlapped and would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo and a video of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped within the ligator cap. Additional information received on october 8, 2024: the speedband superview super 7 was used in the esophagus during a variceal ligation procedure to treat esophageal varices. It was noted that no difficulty was experienced upon setting up the device.